Event description:
A user facility reported that an intraocular lens (iol) kept folding incorrectly. Pt impact remains unk. Additional info has been requested.

Event description:
Caller states neonate patient received results of 2.2 mmol/l on aviva system 1 and 3.3 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 302093, expiration date 03/31/2011). (B)(4).